Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected low battery alarm was noted. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump had alarmed an error and low battery, even though the customer had inserted a new battery. The customer's blood glucose was 50 mg/dl. The customer was advised to revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)